Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The patient presented to the hospital following shock delivery. It was noted that the oversensing occurred at elevated rates while the patient was playing tennis. The smartpass feature was noted to be off at the time of the episode. Appropriate sensing was observed in the hospital, however, the morphology was observed to switch from a narrow to a wide complex. Technical services (ts) discussed obtaining an improved reference template may assist in the discard of some oversensed beats. The patient was admitted to the hospital for overnight evaluation and was discharged the following day. No additional adverse patient effects were reported. This device remains in service. It was reported that further review of the shock therapy episode noted the patient had a right bundle branch block (bbb). The shock therapy episode that occurred while the patient was playing tennis was suspected to be ventricular tachycardia (vt) or ventricular fibrillation (vf), however, this was not confirmed. The bbb was able to be recreated while the patient was in the hospital. The rhythm was noted to go back and forth between bbb versus narrow versus wide. Technical services (ts) discussed the option of increasing the rate cut off zones as well as consider taking a reference electrogram (egm) with the patient on the treadmill. Upon review of the presenting egm, the patient appeared to be in bbb at rest.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The patient presented to the hospital following shock delivery. It was noted that the oversensing occurred at elevated rates while the patient was playing tennis. The smartpass feature was noted to be off at the time of the episode. Appropriate sensing was observed in the hospital, however, the morphology was observed to switch from a narrow to a wide complex. Technical services (ts) discussed obtaining an improved reference template may assist in the discard of some oversensed beats. The patient was admitted to the hospital for overnight evaluation and was discharged the following day. No additional adverse patient effects were reported. This device remains in service. It was reported that further review of the shock therapy episode noted the patient had a right bundle branch block (bbb). The shock therapy episode that occurred while the patient was playing tennis was suspected to be ventricular tachycardia (vt) or ventricular fibrillation (vf), however, this was not confirmed. The bbb was able to be recreated while the patient was in the hospital. The rhythm was noted to go back and forth between bbb versus narrow versus wide. Technical services (ts) discussed the option of increasing the rate cut off zones as well as consider taking a reference electrogram (egm) with the patient on the treadmill. Upon review of the presenting egm, the patient appeared to be in bbb at rest. It was reported that treadmill testing was performed. A wide complex was seen and it was noted that the patient started having bbb following an illness. Some t-wave oversensing was seen in primary sensing vector, however, was not present in secondary. The sensing vector was reprogrammed to secondary and monitoring will be continued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The patient presented to the hospital following shock delivery. It was noted that the oversensing occurred at elevated rates while the patient was playing tennis. The smartpass feature was noted to be off at the time of the episode. Appropriate sensing was observed in the hospital, however, the morphology was observed to switch from a narrow to a wide complex. Technical services (ts) discussed obtaining an improved reference template may assist in the discard of some oversensed beats. The patient was admitted to the hospital for overnight evaluation and was discharged the following day. No additional adverse patient effects were reported. This device remains in service.